Manufacturer narrative:
(B)(4), date sent to the FDA: 2/9/2021. Additional information was requested and the following was obtained: how many sutures detached from the needle during use on the patient? Did any sutures detach from the needle prior to use on the patient? If yes, how many? 6 sutures detached from the needle during the case. They only detached after using them during the procedure. Note: events reported in 2210968-2021-00452, 2210968-2021-01177, 2210968-2021-01178, 2210968-2021-01179, 2210968-2021-01180, 2210968-2021-01181. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qg2abr and no non conformances / manufacturing irregularities related to the malfunction were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures detached from the needle during use on the patient? Did any sutures detach from the needle prior to use on the patient? If yes, how many? The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastopexy on (B)(6) 2020 and suture was used. During the procedure, the suture popped off the needle. Another like device was used. There were no adverse patient consequences reported. Additional information was requested.